Event description:
It was reported that while using bd epicenter¿ single user software, there was patient to specimen misassociation. This occurred with an unspecified number of specimens. No patient impact reported. The following information was provided by the initial reporter: "epicenter is not recognizing the accession number. The epicenter is not recognizing the accession # when scanned into the specimen registration."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Software errors (communication error, software locked up, reboot required) - not otherwise identified is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd epicenter¿ single user software, there was patient to specimen misassociation. This occurred with an unspecified number of specimens. No patient impact reported. The following information was provided by the initial reporter: "epicenter is not recognizing the accession number. The epicenter is not recognizing the accession # when scanned into the specimen registration."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.